Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. The insulin pump was reportedly not exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to moisture damage at keypad traces. No button error alarms noted. The device was received with a cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window.